Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was generating many sodium (na) results of 130 mmol/l and below. The customer declined to provide specific patient results. Patient results that differed more than 10 mmol/l from previous results (delta check) were repeated on another instrument with higher results. Per customer, specific results were not available. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer went on-site. Fse found a lot of build-up and blockage inside the electrolyte injector cup (eic) injection port. Fse cleaned all ports and valves and inspected all electrodes. Fse performed recalibration, ran qc and several patient samples. Qc was within range and patient results had no flags. Troubleshooting performed by the fse resolved the issue.